Event description:
The dealer reported that the chair drove to the left on its own and displayed and unknown error code for a motor issue. The dealer pushed the chair while it was off and it was difficult to move. The dealer elevated the seat, put the seat down and the chair then seemed to function as expected.